Event description:
During an in-clinic follow-up, noise that resulted in oversensing was observed on the right ventricular (rv) and right atrial (ra) lead. The suspected cause of the event was due to lead damage, although it was not confirmed. The device was reprogrammed switch the rv sensing to the left ventricle (lv) to resolve the event. The patient was stable.